Manufacturer narrative:
(B)(4). Method: no product returned. Result: customer complaint could not be confirmed. Conclusion: device not returned. No conclusion can be drawn. Retained samples for the cuvette lot involved with this complaint (B)(4) were tested and were within specified range. Itc has requested all data required for form 3500a.

Event description:
Healthcare professional reports patient result lower than reference on hemochron elite microcoagulation system. Bolus of heparin was given. Surgery was initiated. Instrument reached maximum of 1005 seconds. Instrument did not detect a clot. The test was repeated and expected results were received. Baseline is 97 seconds. No adverse event(s) reported. All liquid quality control and electric quality control passed prior to the procedure. Additional information on sample collection technique has been requested.